Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a green fluid leak all over the counter and on the floor below the coulter lh 780 hematology analyzer. Customer reported that the leak was not contained inside the instrument. Customer reported that the volume of the leak was greater than 10 ml. Customer reported that controls run in the morning were within specifications. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified the source of the leak was inside the complete blood count box, by pinch valve (vl12b), next to the white blood cell bath. The fse replaced the tubing at vl12b and the issue was resolved.

Manufacturer narrative:
(B)(4).